Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not separate and deploy. The physician tried pushing the clip forward, but it still would not detach. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not separate and deploy. The physician tried pushing the clip forward, but it still would not detach. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Additionally, the device was returned without the over-sheath. Microscopic examination was performed, and no discernable problems were observed on the clip assembly. Functional evaluation was performed, and the clip assembly was able to perform the first activation and could be released from the catheter without problems. No problems with the device were noted. The reported event of clip did not deploy from catheter was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.